Manufacturer narrative:
(B)(4). Per the instructions for use, device malposition and regurgitation requiring intervention are known potential adverse events associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium or valve malposition. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the malposition/canting of the valve was attributed to the horizontal aortic take off. The subsequent pvl was a result of the malposition of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transapical tavr procedure, the sapien xt valve was deployed aortic and canted, resulting in severe paravalvular leak (pvl). Initially the valve was positioned 50:50; however, during deployment the valve shifted and landed canted; 80:20 aortic:ventricular involving a single cusp based on tee and 50:50 on the other two cusps. The post deployment echo demonstrated pvl. The decision was made to deploy a second valve. The second sapien xt valve was deployed in a 50:50 position, within the first valve. A repeat echocardiogram confirmed there was no pvl. The patient was stable and was transferred to the recovery room after the procedure. The malposition was attributed to the horizontal aortic take off. The subsequent pvl was a result of the malposition of the valve. The native aortic annular diameter was 25.7mm by tee and had an area of 623mm² by CT. The aortic valve and leaflets were moderately calcified. Both the image intensifier angle and the coaxial alignment of the valve and delivery system were described as good, ventilation was held and there was no loss of pacing capture during deployment.